Event description:
It was reported that patient was hospitalized (B)(6) and that during this time the healthcare provider (hcp) in the hospital lowered pump every day until it got to 2 mg because "she thought he was going to take it out". It was further stated that an x-ray and MRI were done at the time. Additional follow-up from one healthcare provider (hcp) indicated that patient was last seen by them in (B)(6) 2011. Another hcp noted that currently ((B)(6) 2012) patient's pump was fine and patient was very well; it was added that patient had a major psychiatric disorder. Drugs delivered via the device were baclofen and dilaudid.

Manufacturer narrative:
Catheter model: 8709; lot# j11198r61, implanted: 2002-(B)(6), explanted: unk; catheter model: 8578, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. (B)(4).